Manufacturer narrative:
Other relevant device(s) are: micra. Model #: mc1vr01_delysys, expiration date: 28-apr-2021, serial#: (B)(4). UDI #: (B)(4). No dev rtn to MFR? No. Mfg date: 05-nov-2019. Patient code(s): (B)(4), device code(s): (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) a dislodgement occurred post-tether cutting. The leadless ipg was not used and was replaced. No patient complications have been reported as a result of this event.